Manufacturer narrative:
Additional information: d4 (catalogue # and primary di #), g4 (510k# & combination product). H11: the actual sample was received for evaluation with two solution bags attached to the connector, one of which had a leaking frangible; the likely cause of the 2240 alarm. When air is drawn from a bag into the set, this will cause a system error 2240 alarm during therapy . A visual inspection with the naked eye was performed with no issues noted to the cassette set. Functional testing including leak, clear passage and clamp function testing were performed on the cassette set with no issues noted. There was no issue identified on the other solution bag or on the homechoice cassette. The device met specifications. Only a primary di number could be provided for the cassette because the lot number was unknown. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was fluid on the floor, however, it was unknown exactly where it was coming from. Renal therapy service (rts) instructed the home patient (hp) to power cycle the hc device, close all clamps and disconnect the aseptic way from the hc device. Rts explained possible causes of this alarm. Rts advised the hp to continue with continuous ambulatory peritoneal dialysis (capd) and inform their peritoneal dialysis registered nurse about the missed therapy. Proper procedures per the user manual were discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic should additional relevant information become available, a supplemental report will be submitted.